Event description:
The customer reported via phone call that the insulin pump has been resetting since the night before. The customer stated that the device kept turning off and on like it was restarting. During troubleshooting; the customer stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer was advised to insert a new battery; the display returned. Blood glucose value was 200 mg/dl. The customer called back 30 minutes later and stated that the issue was not resolved because the screen fades away when he clicks anything. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. No a39 alarms noted during our testing. All operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.